Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an unable to update timing alarm after the patient was moved into a chair. There were problems with the balloon catheter not calibrating and the central lumen pressures were also not good concerning poor waveform. It was attempted to transduce the center lumen with little improvement. The physician believed there was a kink in the catheter. Catheter will be removed. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an unable to update timing alarm after the patient was moved into a chair. There were problems with the balloon catheter not calibrating and the central lumen pressures were also not good concerning poor waveform. It was attempted to transduce the center lumen with little improvement. The physician believed there was a kink in the catheter. Catheter will be removed. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.